Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the patient have known metal allergy? No at the time of stapler use. Has any metallurgic allergy testing been conducted? If so, could results be shared? Unknown. Have other sources of allergens been tested? Unknown. How has the patient been treated? Unknown.

Event description:
It was reported by the healthcare professional, "one of our patients who had nephrectomy one year ago has had generalized rash since the surgery. Echelon endopath was used for arterial and venous stapling."